Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loosened/detached parts joint area was caused by chemical stress or physical stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found air/water leakage from the insertion tube/bending section. Furthermore, the following additional issues were identified during inspection: a detached image guide caused by chemical stress or physical stress, chipped curved rubber joint, insufficient bending angle, video connector scratches, light guide connector scratches, video connector case scratches and cracks, universal cord scratches and crushes, video cable scratches and crushes, operation part scratch, a lever scratch, switch-box scratch, operation part cover scratch, grip scratch, up down plate scratch, insertion wrinkles, angulation lever noise, and image flare. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the rhino-laryngo videoscope had an image guide coil air leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a detached image guide. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.